Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pen needle the needle was difficult to properly use. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported in letter - using the bd nano pen needles for 4 years . Finding 6-10 pen needles per box that have to be discarded. Will not "draw up the insulin".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using unspecified bd pen needle the needle was difficult to properly use. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported in letter - using the bd nano pen needles for 4 years . Finding 6-10 pen needles per box that have to be discarded. Will not "draw up the insulin".